Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a (B)(6) female patient was admitted to the hospital with complaints. Various medical testing was performed to monitored the patient clinical status. The patient's condition continued to deteriorate and expired on (B)(6) 2013. The hvad pump ((B)(4)) remained implanted post-mortem and was not returned to the manufacturer for evaluation. Stroke and neurological dysfunction are known potential clinical adverse event associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
T was reported from the united states that a (B)(6) female patient was admitted on (B)(6) 2013 with complaints of left sided weakness, intracerebral hemorrhage (ich) and altered mental status (ams). The patient noted the left side weakness for which emergency medical service (ems) was called. Upon emergency room (ER) admission, the stroke team was called and the first computed tomography (CT) was done which revealed a large right hemispheric ich with intra-ventricular rupture and extra axial space extension; mild hydrocephalus. The patient was intubated in the ER when became unresponsive the next day another CT was done which revealed a intracranial hemorrhage are larger with grater mass effect, specially right to left herniation, right temporal lobe herniation and ventricular entrapment. The patient's condition continued to deteriorate and expired on (B)(6) 2013. The device remained implanted post-mortem and was not returned to the manufacturer for evaluation.